Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.